Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her daughter bumped the pod getting out of the car and did not tell her mother until the next day when her blood glucose level reached 410 mg/dl and she was taken to the hospital. The pod was deactivated and the mother noticed that the cannula was dislodged and bent.